Event description:
It was reported that the patient¿s therapy was not working right and the box was ¿messed up.¿ the therapy would work right after the stimulation was adjusted by a manufacturer representative but then shortly after that the patient would start having pain again. The patient had their stimulation adjusted about a week prior to the report because it was not working right and they were in terrible pain. They were in pain because the device was not helping the patient¿s pain. Sometimes the patient would feel stimulation in their legs where it was supposed to be and then sometimes they wouldn¿t feel any stimulation sensation until the device was adjusted by a manufacturer representative. The issues with the therapy not controlling the patient¿s pain started about a week or two after the implant. The stimulation had to be adjusted quite often. The patient¿s doctor thought that the leads were moving about a month prior to the report due to the therapy not working a couple of days after each reprogramming. The patient had an epidural scheduled for the wednesday following the report. The patient was in so much pain that they couldn¿t even sit up. The patient met with a manufacturer representative and was reprogrammed. X-rays were taken and there was no lead migration. The patient was happy after turning up the stimulation at the appointment. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).